Manufacturer narrative:
Findings: unit received with intermittent buttons due to moisture damage at keypad traces. Unit received with broken battery tube threads. Unit received with minor scratched lcd window.

Event description:
It was reported that the customer had a button /keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reports that frequently no or intermittent response by button press (act, up and down button). The customer was asked verbally and in written form to return broken insulin pump for analysis.